Event description:
The surgeon reported via the territory sales manager that during a procedure, the metal handle came through the silicone pusher and scratched the alumina insert. The surgeon reported that replacement devices were immediately available to complete the procedure and there were no adverse consequences reported.

Manufacturer narrative:
It was noted that the device had been mistakenly discarded by the hospital. Should additional information become available, it will be provided in a supplemental report. Device discarded.